Event description:
The hcp reported the pt had been experiencing a decreased therapeutic benefit with increase spasticity. The hcp reported they had found no evidence of a problem with the catheter. The device system was explanted and replaced after an implant duration of 40 months. The contents of the pump were emptied. The estimated reservoir volume was 2.5cc and the actual was 3cc. The pump was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.